Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4). (B)(6).

Event description:
Gt hold 7 6the customer reported that their au5800 chemistry analyzer generated erratic ion-selective electrode (ise) patient results on multiple patient samples. There was no change in patient treatment in association with this event.